Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm. The patient's blood glucose level due to the issue was 293 mg/dl. Therefore, the patient tried to treat it with correction bolus via pump. No further information was available.